Event description:
During service by baxter, the technician found a defective user interface module printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Failure code 703:00 was initially reported by a baxter representative. It is unknown when the failure code occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure codes 703:00 and 533 found in the pump's event history confirm the defective uim pcb. These failure codes manifest as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.